Manufacturer narrative:
G4:16dec2020. B4:17dec2020. The bio-med replaced the blower assembly and performed full performance verification, and the device passed all testing. The device was returned to service and remained at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08apr2021. B4:12apr2021. The blower assembly was returned for evaluation. Visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings revealed no signs of rubbing. A failure investigation (fi) technician installed the blower assembly into a fi ventilator to duplicate the reported issue. During the unit testing the blower assembly was installed in the fi test ventilator and the blower assembly test failed; bad temperature sensor lm20 generated the blower temperature high error. Fault was found on this returned blower assembly and the customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
It was reported to philips that the device displayed a check vent alarm for the blower temp high. The device was in use at the time of the event. The ventilator was swapped out for another, and there was no report of patient harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed confirmed error code 1122 (blower temperature high) in the event log. The biomed ran the device for several hours and could not reproduce the issue. Both filters were confirmed to be clean and clear of any obstruction, and the cooling fan was operating. The rse advised the biomed to replace the blower per tech discretion, and provided the part information for a replacement blower assembly.